Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: wire cutter damaged on an unknown date. No further information available. This report is for a wire cutter large w/cantilever l220. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was conducted by synthes (B)(4) and the report indicates: visual examination confirmed the cutting blade is damaged. Further, it was determined far too much mechanical force was applied during the procedure and/or device was not used according to device user instruction. The measured hardness showed conformity to the specifications. Manufacturing documents were reviewed and no complaint related issues were found, including but not limited too, the material and manufacturing process.